Event description:
Hosp reported they had an extravasation of 140 cc when performing an arterial/venous study. Pt was treated with warm compresses, then sent to a plastic surgeon according to hosp standard procedure.